Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. A pericardial effusion was noticed after ablating in right ventricle with an thermocool smarttouch sf. They had discovered after a drop in arterial pressure and the injury was confirmed on intracardiac echocardiography (ice). They performed a pericardiocentesis procedure to the patient¿s chest to draw out the fluid and the patient stabilized. The patient went into surgery. The last known status of the patient was stable. It is unknown what caused the injury. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. During the handling and distribution; unfortunately, the device was lost. Due to this condition, further investigation was not possible to be performed. A manufacturing record evaluation could not be performed since the lot number was not provided. Despite ongoing efforts to locate the device, it has not been located. This case is considered an isolated incident. If the product is located at a later date, the investigation will be updated as applicable. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent unable to analyze the product further. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).